Event description:
It was reported that; cage was implanted in c3/4 and c6/7. Between c4-6, iliac bone and atkanntis were implanted. 2 months after the ope, the operated site was micromoted and the patient felt pain during using MRI. So, using of MRI was stopped.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: a literature search was performed to evaluate the potential for magnetic field interactions for metal spinal implants of varying size and materials. According to the search, no adverse events related to stryker spine implants in MRI procedures have been reported. Conclusion: it cannot be confirmed that the stryker spine implants contributed to the pain experienced by the patient because multiple devices from different manufacturers are implanted in this patient and none have been evaluated for safety, heating, migration, or compatibility in the magnetic resonance environment.

Event description:
It was reported that; cage was implanted in c3/4 and c6/7. Between c4-6, iliac bone and atkanntis were implanted. 2 months after the ope, the operated site was micromoted and the patient felt pain during using MRI. So, using of MRI was stopped.